Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer input and delivered a meal bolus however, the customer regurgitated the meal leaving extra insulin in the body. Subsequently, the customer experienced a decreased blood glucose level (bg); exact value is unknown however, the continuous glucose monitor displayed "low". The customer addressed bg with consuming carbohydrates and glucose tablets.